Manufacturer narrative:
(B)(4). Pump was received with blank display due to moisture damaged electronic assembly. Unit was received with faded serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Event description:
Information received by medtronic indicated that the back side of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.